Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause "mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for low blood glucose test results on replacement meter (reference internal report # (B)(4)). Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 63, 88 and 69 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 168 mg/dl and 188 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (customer is concerned with the results of 63, 88, 69, 66 and 59 mg/dl): the 63mg/dl (B)(6) 2017 06:48 am fasting:yes, the 88mg/dl (B)(6) 2017 06:31 am fasting:yes, the 69mg/dl (B)(6) 2017 06:19 am fasting:yes, the 66mg/dl (B)(6) 2017 06:53 am fasting:yes, the 59mg/dl (B)(6) 2017 06:45 am fasting:yes. Memory concerns: customer is concerned with the results of 63, 88, 69, 66 and 59 mg/dl in the meters memory. Customers wife called in returning call from ccr. Customer was sent a replacement meter (see ran (B)(4)) however customers wife states that results are still lower than her husband's normal range of 90 mg/dl to 120 mg/dl fasting. Customer is feeling well at this time and is not having any symptoms related to his diabetes.